Manufacturer narrative:
See h11. On 08/28/2024, independent sales representative, submitted a dgf to the fa orders team, notating the case was a revised surgery of djo product. The case took place on (B)(6) 2024 at (B)(6) hospital. Two follow up emails have been sent to independent sales rep requesting why the revision surgery took place and further details. The original surgery and implant are unknown at this time. No information was provided regarding the cause of the revision surgery and the original surgery date. For this reason, the 56 similar complaints and the 11 potential lot numbers identified could not aid in the investigation. It is unknown if the doctor followed the surgical technique during both the original and revision surgeries, so simulated use testing could not occur. The explanted poly was not returned to the houston site, so visual and dimensional inspection did not occur. The root cause shall therefore remain unknown.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - unknown reason.